Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 7:04 pm the pod was deactivated and she noticed the cannula was not properly inserted into the infusion site. She gave herself a manual injection of 4.0 units of insulin.